Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03242, 1627487-2022-03243, and 1627487-2022-03245. It was reported the patients leads have migrated causing high impedance. Migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.